Event description:
It was reported to philips that upon rebooting, the system was unable to boot, stalling at the loading screen. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure, which was completed as planned in another room. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to boot and stalled at the loading screen. Upon troubleshooting, the fse identified that the host pc had not booted up. To resolve the issue, the system was powered down, and the host boot was modified to allow it to start up with the rest of the system. After the host boot adjustment, the system was returned to use in good working order. The codes were updated based on the investigation outcome.